Manufacturer narrative:
This event occurred during the unspecified date and month of 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyethylene lined tubing set would not prime. The set "presented manipulation time in the equipo cup for low absorption infusion pump with filter thus making it impossible to fil". The event occurred during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.